Event description:
Info received indicates the bed has no hydraulic functions due to a broken CPR belt. No CPR function.

Manufacturer narrative:
The tech replaced the CPR belt and sprocket to repair the bed.